Event description:
It was reported two proglide devices were used for attempted closure of an unspecified access site; however, the sutures broke on both devices and did not capture the artery. The method to achieve hemostasis was not specified. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number. Na.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.